Event description:
Philips received a complaint on the dfm100 device indicating that the external paddles failed testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips initially received a complaint on the dfm100 device indicating that the external paddles failed testing. This report was initially stated as no patient involvement but additional information received clarified the device failed to deliver shock during patient use. Therefore, this report has been updated from product problem to serious injury. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device was evaluated by the customer, who reported that the device indicated to shock, but failed to deliver shock for three (3) consecutive attempts. The issue occurred on both the external paddles and with the pads. The device was powered down and rebooted resolving the issue. The customer sent errors logs for analysis. Upon review, the rse provided an analysis, it was determined that the device was turned on in manual mode with multifunction electrodes, then a charge to 150j was performed. Subsequently, a first shock was delivered. However, there were numerous disconnections/reconnections of the multifunction electrodes following the shock. The defibrillator was then turned off. Following the analysis, no shock failure was detected on the defibrillator. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Requests for the device history records and patient event files were unsuccessful. Per source notes, the issue was resolved by rebooting the device. There were no repairs or service performed. The device remains at the customer site. Based on the information available, the root cause of the reported problem could not be confirmed because the device was not returned for additional investigation. The reported problem was confirmed. The device was operational after rebooting the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.